Event description:
The pt reported not being able to adjust his stimulation due to a power on reset condition. No symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).